Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Cause of low bg level was unknown. Customer was treated by school nurse via consumption of carbohydrates prior to arriving at the ER. While at the ER, customer was monitored by healthcare provider. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg 90 mg/dl).